Event description:
Green status led and beep. No patient involvement.

Manufacturer narrative:
This complaint is a duplicate of a complaint submitted to FDA under MFR# 3004123209-2021-00134. No supplemental information will be forthcoming within this complaint.

Event description:
Green status led and beep. No patient involvement.